Event description:
Reporter alleged that the compact plus meter screen looked melted. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.

Event description:
It was reported that the 9900 system interconnect cable would not lock into place during a case. The procedure was completed without incident. No pt injury was reported.